Event description:
It was reported that the artificial urinary sphincter (aus) presented fluid loss and patient experienced stress urinary incontinence (sui). A surgical procedure was performed to replace the system. There were no patient complications.